Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however pictures were received and evaluated. The visual inspection of the provided pictures showed that the stopcock of the drain bag was disconnected, resulting in the reported external fluid leak. The reported condition was verified. Based on the information provided, the leak occurred after 5 hours of treatment. It is to be noted that the prismaflex m100 set c and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Based on the above, the cause identified for the reported event is an unintended use of the effluent bag. The cause is an unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m100, an external fluid leak was observed from the drain bag stopcock. There was no patient injury or medical intervention associated with this event. No additional information is available.